Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The ast regent lot number was 77409301 with an expiration date of 31-mar-2025. The lipase reagent lot number was 75362401 with an expiration date of 30-sep-2024. The amylase and ldh reagent lot numbers and expiration dates were not provided. The field service engineer found a dirty sample washing station and sample pipette, with traces of dried and adhered residues possibly of fibrin. He also found white deposits on the buckets. The lamp, buckets, and sample probe were changed, and the incubation bath and washing stations were cleaned. He reviewed the cuvette washing, sample pipette positions, and syringe verification, and everything was working properly. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple assays from the cobas pure c 303 analytical unit. Sample 1 initial ast result was 36 u/l. The repeat result from another laboratory was > 1000 u/l. The repeat result at the customer site was >1000 u/l. The specific date of the event was between 05-feb-2024 and 08-feb-2024. On (B)(6) 2024, sample 2 initial amylase result was 219 u/l. The repeat result was 342 u/l. The initial lipase result was 53.9 u/l and the repeat result was 520 u/l. Approximately one week later, but on an unknown date, sample 3 initial ldh result was 22 u/l and the repeat result was 180 u/l.